Manufacturer narrative:
Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator has battery failed error. It is unknown if the unit was in use on patient , and if there's any patient harm reported.